Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, this device delivered inappropriate therapy. No further information regarding the inappropriate therapy was obtained as, reportedly, the device reached end of life, and the field representative was not able to pull out the event information. The device remains in service. No additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, this device delivered inappropriate therapy. No further information regarding the inappropriate therapy was obtained as, reportedly, the device reached end of life, and the field representative was not able to pull out the event information. System records available indicate the device remains in service at this time. No additional adverse patient effects. Additional information provided from the field representative indicates that the patient has not been seen at the clinic since 2018. No further information available regarding this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.